Event description:
It was reported by the customer the device has a red x displayed and device is making noise, with a message displayed saying to inspect the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.